Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited battery wear before the estimated time. The crt-d was attempted to be reprogrammed to optimize battery longevity but to no avail. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided, which indicated the device was explanted and replaced. No patient complications have been reported as a result of this event.